Event description:
The pt was implanted with an acute blood pump system. The perfusionist reported that blood was dripping from the area around the pump head. They were unable to find the exact location of the leak and changed the head. The pt's usage of the pump was successful and she was subsequently discharged home.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.